Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console was tested with a number of service pumps as well as pump simulator, but the issue was not reproduced. The issue of rfid errors did not reoccur during normal operation of the console but could be reproduced by not installing purge cassette correctly. However, a defective purge cassette would also explain the issue, which could not be eliminated as a possible root cause due to the fact that the purge cassette was not returned for analysis. Inspection of the console also revealed damage to the purge assembly component (purge disk detect flag and retainer), and their contamination with purge fluid residue. During functional testing of the console, it¿s been revealed that the pbm assembly was defective. The root cause is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient came in as a segment elevation myocardial infarction (stemi) with severe hypotension, end-diastollic pressure (edp) 40. The decision was made to place the impella. When white cable was connected to the automated impella controller (aic), the aic was alarming "defective impella catheter: disconnect and replace impella catheter." The staff attempted multiple times to disconnect and reconnect white cable, and then top of aic yellow banner said "impella defective: do not use impella, replace impella." Due to multiple attempts to re-plug white cable to clear alarm, critical nature of patient condition, and yellow banner saying, "do not use impella," decision made to open new impella. New impella connected, primed, and inserted without issue. The procedure outcome was unsuccessful, however, there was no reported harm or injury to the patient.